Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A nurse from a hosp reported a pt, who was admitted for an unrelated cerebral vascular accident (cva), experienced recurrent alarms throughout treatment. The nurse also reported the cycler was stuck on cycle 3 of 5 with a fill of 2799 ml and no drain. The pt felt nauseated, bloated, sick and vomited a little. The nurse noted the drain line was in the toilet. She was not able to set up new system. In f/u the clinic nurse reported the pt had a 6,000ml overfill while in the hospital (exact date unk). The pt confirmed his treatment prescription was 2,220ml and he had a 6,000ml drain and he did a stat drain while hospitalized (exact date unk). Treatment sheets have been requested. No further info is available at this time. The reported drain volume of 6000ml was 270% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.